Event description:
The pk papyrus covered stent system was selected for treatment of a type iii perforation in the mid lad. After implantation of the covered stent the perforation was successfully sealed. The patient initially achieved her hemodynamics, and she was completely off any pressors/inotropes. Subsequently, she developed profound cardiogenic shock. A repeat diagnostic angiogram showed a total occlusion of the lad. Penumbra was used to extract the intracoronary thrombus after re-heparinizing the patient, but it was futile. The patient expired.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (cathlab report, pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. No device deficiency and no manufacturing related root cause was identified. The treating physician rated the procedure outcome as not device- and not procedure related complication. The root cause for the complaint event is most likely related to the protamine injection. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.